Manufacturer narrative:
(B)(4). Investigation summary: four samples were received for investigation. Three came in sealed packaging blister and one with no packaging blister. A visual inspection was performed. All four samples have no scale printing. The potential root cause is due to syringe assembly printing process. After the barrel molding process, the barrel goes to the barrel printing process. It may have happened that the machine ran low in ink. The barrel printing was not done and not detected in the next processes. Based on the sample analysis and investigation carried out, the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 0062316 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch #. Based on the sample analysis and investigation carried out the symptom reported by the customer is confirmed. The lot was produced for (B)(4) units, this is the 1st complaint; therefore the cpm is 7.4. We will continue monitoring and trending this product and this symptom. Root cause description: the potential root cause is due to syringe assembly printing process. After the barrel molding process, the barrel goes to the barrel printing process. It may have happened that the machine ran low in ink. The barrel printing was not done and not detected in the next processes. Rationale: CAPA not required at this time.

Event description:
It was reported that an unspecified number of syringe 60ml ll tip 1ml 2 oz in 1/4 oz experienced scale marking issues and missing scale markings. Product defects were noted prior to use. The following information was provided by the initial reporter: material no.: 309653 batch no.: 0062316. It was reported that some of the syringes are missing the markings and some of the markings are crooked.